Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 1993 and suture was used. The patient states that she has experienced pain and required surgery in 1995 and 1997 for adhesions. She was told by her physician that her body has rejected the mesh causing the adhesions. She is also experiencing anemia and brittle bones from the adhesions. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).